Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive data review and functional testing. The root cause of the reported user advisory (ua) 07 error was a defective load cell module 1. The cracked front enclosure and a defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, the front-end area of the front enclosure was observed cracked, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The cracked front enclosure needs to be replaced to address the physical damage. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unable to perform initial functional testing due to the user advisory (ua) 07 error message displayed upon powering up the platform, thus confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 1 over-reported. The defective load cell module 1 was replaced to remedy the fault. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on september 04, 2019, the defective load cell was replaced to clear the user advisory (ua) 07 error.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.